Manufacturer narrative:
(B)(6): the device reported, list number 0086, is an abbott product that is marketed internally which is the same or similar to a device, list number 00086, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported an under-delivery. The intended delivery amount was 660ml at a rate of 55ml/hr to be delivered over 12 hours; however, per visual assessment, the actual amount delivered was 250-350ml over 12 hours.